Event description:
Undocumented number of cassette alarms. The customer reported an unspecified number of administration sets have caused the plum a+ pumps to produce cassette test failure alarms at the onset of infusions. The solutions in use were unspecified, non-critical solutions. It was reported that in at least two instances lactated ringers with pitocin was to be infused. In most instances the clinicians changed the administration sets and the alarm conditions resolved. In at least one instance the infusion was administered via gravity. The customer specified there were no delays in critical therapy. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.